Event description:
It was reported that while in a client's home for wound care, the pump's settings were reviewed. Excess medication of over 200ml was noted in the bag which was due to be changed. The pump event log was reviewed and showed no alarms and indicated all doses infused. The tubing and pump were switched out. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for analysis. The device was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. No visual discrepancies were detected. The sample was set for accuracy testing to look for unusual function. The test was successfully passed; thus, the failure mode was not confirmed. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed.

Manufacturer narrative:
Corrected data: this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).